Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported two patients with wound leakage of the primary incision requiring sutures during laser assisted cataract surgery. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, it was reported that the patients are doing well post operatively.

Manufacturer narrative:
The system was evaluated, and no system issue was found that could contribute to the reported event. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).